Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. Post removal of peel away sheath significant bleeding was noted at the groin site. Pressure was held and perclose sutures were tightened, however the bleeding was not resolved, and a hematoma was identified. The physician decided to explant the device. It was noted that the patient was stable. The doctor noted that the impella device saved the patient's life, and the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.